Event description:
On (B) (6) 2010, patient reported that the adapter leaked insulin into the infusion device causing elevated blood glucose. Patient stated he noticed "a drip or two" of insulin inside of the infusion device. Patient reported he removed the insulin cartridge from the infusion device and noticed the infusion adapter had been leaking. He stated he dried the infusion from the infusion device with a cotton swab, changed the infusion adapter and did not experience any further leaks. Patient reported this leak lead to a blood glucose reading of around 400 mg/dl. Patient target blood glucose range is 80-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.